Event description:
It was reported that the customer was having high blood glucose. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer took a shot to treat the high blood glucose. Customer stated that patient is in hospice and had cancer and he is taking a lot of medication. The customer does not have the tubing clamps to do high pressure test. Advised the customer that we would send tubing clamps and to call back to continue troubleshooting when they receive it. It was found in the troubleshooting that customer that cannula was bent. The customer was advised to do a complete set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)